Manufacturer narrative:
(B)(4).

Event description:
Magazine could not be bended completely and could not be opened intraoperative. New magazine was used. No person injured, no extension of op, no blood loss, no extension of incision, no change of op, no loss or damage to tissue, no tacks fell in, no reinforcement material used.

Manufacturer narrative:
Tracking number: (B)(4). Evaluation summary post market vigilance (pmv) led an evaluation of one reload opened by the account. Visual examination of the loading unit noted that it was pre-fired and engaged in interlock with the jaws clamped. This indicated that the jaws did not open when the instrument return knobs were retracted. This provided further evidence that the loading unit was not engaged properly during loading. During functional testing, the loading unit was loaded into a pmv instrument after manually opening the jaws. This test found the jaws to clamp and unclamp repeatedly without difficulty. The interlock was overridden and the loading unit was then applied to test media, and found to function properly. All staples were placed, test media was cleanly transected, and the jaws opened after the instrument return knobs were retracted. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.